Event description:
It was reported the customer was experiencing high blood glucose during the night. The customer's mother stated their insulin pump did not alarm to alert them of a high blood glucose. It was also found the issue had occurred three times in the past month. The customer's blood glucose was unknown at the time of the incidents. The mother stated the son's high blood glucose was resolved by changing the infusion set. Advised the mother to call back when the high blood glucose issue occurs to troubleshoot. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.